Event description:
It was reported an access port was placed in 2000 for chemotherapy administration, and administration of the first chemotherapy treatment was successful. In 2000, prior to the second chemotherapy treatment, an inability to access the port revealed the catheter was detached from the port and migrated to the heart. Removal of the port and percutaneous retrieval of the catheter utilizing a snare was successful and without pt complication. Another port was successfully placed and the pt's condition is good. This device has not been rec'd for eval. Therefore, no failure analysis is available. Initial placement, user technique during access and/or patient anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event.